Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia with blood glucose measuring 500 mg/dl while on insulin pump therapy. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter claimed the patient was getting the total daily dose maximum warning. Animas customer support completed troubleshooting and determined the patient was bolusing more than normal which was causing the pump to reach the total daily limit. This complaint is being reported because the patient experienced serious injury on insulin pump therapy associated with use error. No pump malfunction was identified.

Manufacturer narrative:
Follow-up #1: date of submission 05/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: a review of the black box found the data from the date of the event was not available. The max daily delivery was set to 150 units. The current black box showed no total daily dose max warnings. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no defects were found. No delivery interruptions occurred during the investigation. The pump delivered accurately and within the required range. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).